Event description:
It was reported that bd discardit¿ ii syringe w/o needle had foreign matter inside. The following information was provided by the initial reporter: they find small pieces of clear plastic in the barrel of the syringe before use.

Manufacturer narrative:
Investigation summary: DHR: bd has reviewed our production and inspection records and have established that all production and quality processes were carried out normally. Neither qn nor ncmr's bd has been provided samples for catalog 300296 lots 1807274 to investigate for this record. After the evaluation of the returned samples, the white particles inside the syringe were composed by lubricant from the syringe barrel. As a result, bd was able to verify the reported issues. These particles consist of an accumulation of a "slip agent" which is used in the formulation of the polypropylene syringes. This slip agent is used to facilitate the movement of the plunger along the barrel. During the manufacturing process, the lubricant forms a microscopic layer in the internal/external walls of the barrel. When the plunger is moved backwards during the filling of the syringe, most of this microscope layer of lubricant is dragged behind the plunger and a small quantity still remains inside to allow a good sliding performance during the injection operation. A toxicology material risk assessment for this slip agent has been conducted and the results confirm low risk of materials-medicated adverse effects. Bd has initiated the appropriate corrective and preventive actions for these issues. CAPA (B)(4). Particles composed by lubricant, which is included in the plastic formulation and it is inherent to the design and function of 2 piece syringes.

Manufacturer narrative:
(B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd discardit¿ ii syringe w/o needle had foreign matter inside. The following information was provided by the initial reporter: they find small pieces of clear plastic in the barrel of the syringe before use.